Event description:
The customer reported that the had a milliamps sensor failure error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubbor board was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.